Event description:
The patient stated the tampon withdrawal cord broke off on this product as she attempted to remove and change it, causing her to go to the hospital to have it removed. The e.r. Physician at (B)(6) removed the tampon. The patient was discharged without a prescription, and was advised by the e.r physician to see her regular doctor for any follow-up and not to wear tampons for three months due to concerns of potential irritation.

Manufacturer narrative:
Evaluation comments: cord integrity testing records from production lots matching the reference lot were reviewed. All results were above the minimum required specification. Cord anchor strength testing and visual sewing defect evaluations were performed on retain samples of production lots in question and all results were within specifications. Daily quality summaries from the production lots in question were reviewed and found to comply with approved sampling, testing and acceptance activities.